Event description:
Customer reported that while troubleshooting the insulin pump for motor error, her reservoir leaked into the insulin pump and she could smell insulin. Blood glucose value is 118 mg/dl. Customer stated the leak occurred when customer removed reservoir from the insulin pump. Customer stated she cannot see where the insulin dripped but is able to smell it. Customer stated that there is a scratch mark on the reservoir. Customer reported that she has been experiencing high blood glucose but attributes it to insulin leaking out of the reservoir. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.